Event description:
Per customer, she received the unit through her insurance 8 months ago. The unit is not producing enough mist. The unit is used for her 16-month-old. She is requesting a replacement as soon as possible, as her son has a cold and needs the unit.

Manufacturer narrative:
Per customer, she received the unit through her insurance 8 months ago. The unit is not producing enough mist. The unit is used for her 16-month-old. She is requesting a replacement as soon as possible, as her son has a cold and needs the unit. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.